Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that after drained the device would not fill and raised the container and it filled but then it would not pass the fluid delivery line test using the shunt, inlet pressure were out of range from -5.0 to -6.0 and recommending the 2000-hour pm service.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that after drained the device would not fill and raised the container and it filled but then it would not pass the fluid delivery line test using the shunt, inlet pressure were out of range from -5.0psi to -6.0psi and recommending the 2000-hour pm service. Per follow information received via task on (B)(6) 2023, there was no patient involved and device received.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that after drained the device would not fill and raised the container and it filled but then it would not pass the fluid delivery line test using the shunt, inlet pressure were out of range from -5.0 to -6.0 and recommending the 2000-hour pm service. Per follow information received via task on 22dec2023, there was no patient involved and device received.